Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and signal too low during a battery change. The customer did not recall the blood glucose reading. She stated that a temporary basal had not been programmed before the unexpected restart alarm occurred. She also noted that the insulin pump had not been stored or out of use for an extended period of time. She disconnected from the insulin pump and removed the reservoir from the device. She was advised to program a normal bolus into the air, and the bolus amount was recorded in the bolus history. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a faulty component on the interface board. The insulin pump was received with a cracked reservoir tube lip and a cracked belt clip slot.